Event description:
It was reported that during a laparascopic assisted vaginal hysterectomy procedure, received error:5, instrument error and the blade borke at the tip and fell into the patient. The doctor retreived the borken tip through the trocar and used an alternate method to complete the case with no paitient consequence.